Event description:
Add'l info received from reporter on 08/10/2018, for report number mw5078899: I submitted a report last week regarding an IV catheter (smiths medical) that broke and was possibly retained in a pt. I documented the incorrect lot number and expiration. Can you please make this change: lot #3423775, exp: 06/12/2020.

Event description:
Upon discontinuation of IV, it was discovered that the catheter had broken away from the hub and could not be located leaving possibility of retained foreign body.